Manufacturer narrative:
D01, d11: intuitive surgical, inc. (Isi) received the permanent cautery spatula instrument involved with this complaint and completed the device evaluation. Failure analysis (fa) investigation confirmed the customer reported complaint. The instrument was found to have thermal damage on the distal clevis ear. The root cause of this failure is attributed to mishandling. Fa found additional failures that were not reported by the customer. The instrument was found to have thermal damage on the monopolar yaw pulley. The root cause of this failure is attributed to device design. The instruments conductor wire cap was found to have thermal damage. The root cause of this failure is attributed to mishandling. The instrument was found to have the yaw pulley cable derailed at the distal end. The yaw motion may be non-intuitive as a result. The root cause of derailed instrument grip cables is attributed to a component failure. The instrument was also found to have the conductor wire broken at the weld. The root cause of this failure is attributed to device design.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
An RMA has been issued to the customer requesting to have the instrument returned; however, isi has not yet received the permanent cautery spatula instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if additional information is obtained. A review of the device logs for the permanent cautery spatula instrument (part# 470184-13 / lot/serial# (B)(4)) associated with this event has been performed. Per this review of the logs, the permanent cautery spatula instrument was last used on (B)(6) 2021 via system serial# (B)(4). There were 0 uses remaining after this last usage. There was no photo or video provided by the site for review. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. This complaint is being reported as malfunction event due to the following conclusion: it was alleged that the instrument exhibited signs indicative of thermal damage with no evidence or claim of user mishandling or misuse and no signs of arcing during the procedure. The instrument has not been returned for analysis in order to determine the cause of the thermal damage. Although there was no report of patient harm, injury or adverse outcome due to the event, thermal damage could result from stray energy which could cause or contribute to an adverse event if the event were to recur.

Event description:
It was reported that during a da vinci-assisted lymphadenectomy surgical procedure, the wrist of the permanent cautery spatula instrument was not working. The tip was reported to appear burned and some wires were noted to be broken. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer stated that the instrument was inspected prior to use and no damage was observed. The cannula was also inspected using a pin gauge. No arcing was observed during the procedure.